Event description:
It was reported via the implant patient registry that a second device, a 9300tfx 23mm, was implanted in the aortic position into a 23mm aortic pericardial valve using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately eight (8) years and ten (10) months. Both devices remain implanted. Through follow up with the health care provider, it was learned the aortic bioprosthetic device was failing due to severe aortic stenosis. No description of the device was provided. It was noted in the operative report that this patient also had severe bioprosthetic mitral stenosis. Model and type of device remains unknown.

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at the time of the explant procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for aortic regurgitation and stenosis of this device remains indeterminable. If new information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.